Manufacturer narrative:
The patient is (B)(6). An event regarding loosening of a triathlon cemented tibial baseplate was reported. The event was not confirmed. Device evaluation and results: inspection of the single image of the explanted device was unremarkable. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
The arthroplasty was revised due to tibial loosening and pain. The components were implanted in situ for approx 2.8 y. The tibial insert and tibia tray components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
The arthroplasty was revised due to tibial loosening and pain. The components were implanted in situ for ~ 2.8 y. The tibial insert and tibia tray components were revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 6.